Event description:
Customer reported that insulin was shooting out of the tubing while he was attempting an infusion set change. The customer's blood glucose was 231 mg/dl. He also reported receiving a weak battery alarm. The customer was informed that the battery he was using was not approved for the insulin pump. The customer was advised to switch his battery type and monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).